Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high"with high, large ketones; although specific value was not provided. Customer addressed the elevated bg by changing the cartridge, infusion set and correction bolus via the pump.